Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were went to intensive care unit and hospitalized due to diabetic keto acidosis on high blood glucose on (B)(6) 2019 and (B)(6) 2020. The customer¿s blood glucose at the time of hospitalization was 600 mg/dl and 600 mg/dl. The customer was using insulin pump at the time of both hospitalization. The insulin pump was not on auto mode at the time of incident. The customer was treated with insulin drip. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.